Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device had failures during surgery. No injury reported.

Event description:
It was reported that the device had failures during surgery. No injury reported.

Manufacturer narrative:
The logfile has been reviewed by the manufacturer revealing that indeed there was an issue during use on the reported day of event, september 2nd. While automatic ventilation was active, the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remain possible in this state. The general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding during these earlier investigations. The fact that the involved pcb is an universal controller pcb which is used in another functional unit of the entire device with the same hardware but without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to iec 60601-1-2. The device response in this situation was compliant to specification. As confirmed for the particular case, manual ventilation remains avaliable to the full extent then. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted. The device was in operation for nearly 20 years now.